Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) recommended and addressed the health care professional (hcp) to reprogram the device. The physician does not plan to perform a defibrillation threshold (dft) test. This rv lead remains in service. No adverse patient effects were reported.